Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii

Event description:
Physician reported capsular contracture, baker grade iii. Right side. Device pending explantation with capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported capsular contracture, baker grade iii. Right side. Device pending explantation with capsulectomy.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particle material on the shell, opening on radius side.

Event description:
Healthcare professional reported "while explanting they discovered that the prothesis was broken". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "while explanting they discovered that the prothesis was broken". Device has been explanted.